Event description:
The customer medwatch report stated: during laparoscopic hysterectomy for fibroid uterus, ligasure sealing device was used for lysis of adhesions and transection of ligaments and vessels prior to uterus removal. During the surgery, it was discovered that tip was missing from the ligasure. It is retained. The customer subsequently indicated that an x-ray was taken which revealed that the piece was not retrieved from the pt cavity.

Manufacturer narrative:
(B)(4). The incident device has been received and is under evaluation. When the device evaluation is complete, a follow-up report will be submitted.